Event description:
A year after implantation, I began having constantly swelled lymph nodes in groin and axillary, axillary painful to touch, lethargy, insomnia, aches, anxiety, seven stone weight gain, blurred vision, hearing loss / tinnitus, allergy symptoms / constantly running nose, swelling in nasal cavity, breast lumps and pain. Recent scan on breasts by nhs showed implants to be very tethered. They refused to scan my under arms as on that day the nodes were not swollen as they can go down at times. FDA safety report ID# (B)(4).